Event description:
It was reported that extension sets in the powerglide pro kits leaking just under the connection site. Extension set changed. No other information was provided. Additional information received 05/21/2024: there was no patient harm, as the issue was caught before starting the line. A specific number of affected devices or patients was not provided by the complainant.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking extension set is inconclusive due to the state of the returned sample. One photograph of an extension set was returned for evaluation. An initial visual observation of the photograph showed use residue on the sample. No damage or evidence of a leak could be seen in the returned photograph. Inspection of the returned photograph was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that extension sets in the powerglide pro kits leaking just under the connection site. Extension set changed. No other information was provided. Additional information received 05/21/2024: there was no patient harm, as the issue was caught before starting the line. A specific number of affected devices or patients was not provided by the complainant.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.